Event description:
During the procedure the physician used resolute integrity to treat a calcified lesion in mid-rca. It is reported that the device could not cross the lesion and stent damage was noted upon its inspection post removal from the vessel; the stent had a burr sticking out. The device was inspected prior use without any issues noted. The lesion was pre-dilated. Resistance was encountered during the device advancement; it was reported that the physician was unable to get the device down the lesion but no excessive force was used. The physician used a new resolute device same size to complete the procedure. No patient injury reported. Summary of device evaluation: the distal tip was slightly frayed. The first two proximal segments of the stent were deformed.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (calcified lesion). Inherent risk of procedure (stent deformation). Deformation problem (stent). Evaluation conclusion: known inherent risk of a procedure. (Stent deformation); device failure related to patient condition (calcified lesion). (B)(4).